Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and another manufacturer's lead exhibited high out of range pace and shock impedance measurements. The out of range measurements were due to a lead fracture. This device was also reported to have delivered inappropriate shock due to noise. This device was electrically abandoned and a new device was implanted as a replacement. No additional adverse patient effects were reported.